Event description:
The user facility reported that the valve of the involved glidesheath slender was leaking the entire case during a left heart cath and intervention. The event occurred intra-operative. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical intervention or surgical intervention. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 07 mar 2024: no sheaths were exchanged during the procedures.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 french glide sheath slender (gss) sheath was returned for assessment. The components were visually examined. No visual abnormalities were observed on the sheath. The sheath valve was subjected to leak testing without anything inserted in it and with a dilator inserted in it. The valve failed leak testing in the first instance. The valve was then deconstructed and examined. An off-center tear was visible on the valve. The complaint can be confirmed for valve leakage due to the sample failing leak testing. Based on the location of the tear on the valve, the leakage was likely caused by off-center insertion of the dilator in the valve. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).